Event description:
It was reported that the patient experienced withdrawal. The patient was shaky, sweaty and had a return of pain. The patient presented to the ER with an alarming pump. Telemetry confirmed a critical alarm was occurring. Safe state occurred. Reset occurred - low battery. The pump was interrogated and a safe state was confirmed. The pump was reprogrammed and updated at that time. Per caller the patient called the next day stating that the pump was alarming. Eri had occurred and the eos date was (B)(6) 2012. A pump refill and a catheter dye study were done on (B)(6) 2012; both were uneventful. Per the caller the dye study was done per the hcp to confirm catheter patency with a pump replacement as the pump was scheduled to be replaced. The pump was delivering fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).